Event description:
The pt reported that she fell while wearing the pump and then the entire screen went blank. She noted that when she rebooted the pump it vibrated and produced audible tones but nothing appeared on the screen. She stated that she observed the same results with a new battery. The pt reported that the pump became hot to the touch after the fall and the subsequent blank screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.